Event description:
The user facility reported that during preparation for use, there was no image displayed when the high definition lcd monitor power was turned on, and the menu screen did not appear when the menu button was pressed. There was no patient or user harm reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Inspection and testing of the device confirmed the customer's complaint, and found it was caused by an lcd panel failure. There were no other abnormalities found during the evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the root cause of the lcd panel failure could not be determined. Olympus will continue to monitor field performance for this device.